Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the advantage system. Reference medwatch with patient identifier (B)(4) for the compact plus system. Customer did not provide the specific model of accu-chek meter involved with the reading of 125 mg/dl; advantage meter listed as default.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 125 mg/dl (advantage) and 47 mg/dl (compact plus) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.